Event description:
It was reported per field service report: "drain failure alarm" every 20 minutes.

Manufacturer narrative:
Findings/action taken: found and replaced defective pneumatic control switch assembly. Follow-up report will be filed if additional information becomes available.